Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Cts provided instructions to address the occlusion issue, but alarms persisted with occlusion alerts occurring daily. Although no damage was visible on cartridge inspection, caller was assisted with filling and loading a new cartridge. The user did not feel safe using the pump and a pump replacement was arranged. Customer will temporarily use mdi for insulin delivery. Cts confirmed the warranty and shipping details, instructed caller on how to put the pump into storage mode, and advised returning the pump within 10 days using a pre-paid label, which the caller understood and acknowledged.